Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and insulin pump had a blank display. Customer's blood glucose level was unknown at the time of the incident. The customer was assisted with the troubleshooting. The insulin pump will be returned to the analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Unable to confirm critical pump error alarm due to blank display.